Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a posterior cervical thoracic fusion, while the surgeon was bending the rod, the rod/plate bender broke. The spring that connects the two handles of the rod/plate bender broke off. All broken fragments were retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The instrument was received with the spring broken off and not enclosed in the bag. The spring was broken where the spring attaches to the handle. A small piece remained under the screw. The drawings, functional design requirements, and risk analysis were reviewed. The failure may have been fatigue related. Changes of the spring material were implemented on (B)(4) 2012.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Original awareness date is (B)(6) 2012.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation approval on (B)(4) 2012. A manufacturing evaluation was conducted and approved on (B)(4) 2012. It was revealed that the devices spring had broken off at the area where it was secured with a screw, which is where the spring attaches to the handle. A small piece of the spring remained under the screw. The drawings were reviewed and the bender corresponds to the drawing and processes at the time of manufacture. It was concluded that the spring broke due to a corrosional tension crack and as previously reported, the complaint is valid. Placeholder.